Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported, the customer had a blank display after receiving a low battery alert. The customer also reported experiencing high blood glucose. Customer's blood glucose was 501 mg/dl. The customer treated their blood glucose with a bolus delivery. Customer also stated their blood glucose was high because their site was leaking. Troubleshooting found the customer's battery did not last for more than one week. Customer did not use their backlight frequently and there were no unattended alarms. The customer requested a replacement insulin pump. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, unit was received with scratched display window and cracked reservoir tube lip.